Event description:
It was reported patient underwent a vanguard bearing revision arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2012 due to non-healing wound and supsected infection, joint washout and bearing exhange performed.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction."